Event description:
It was reported that the patient had a severe infection of the stimulator pocket and her lower back. She was hospitalized for fifteen days. Whole system was explanted due to that infection and the patient was treated with antibiotics. The patient's symptoms were fever, headache, sweating, and weakness. The infection was located in the pocket and along the leads and extensions. The system will not be returned to the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Product ID 3888-33 lot# 0205462698 implanted: (B)(6) 2012 explanted: (B)(6) 2012 product type lead; product ID 3888-33 lot# 0205922096 implanted: (B)(6) 2012 explanted: (B)(6) 2012 product type lead; product ID 37082-40 lot# serial# (B)(4) product type extension. (B)(4).

Event description:
Additional information received reported that the patient recovered.

Manufacturer narrative:
(B)(4).